Event description:
On 11/30/2017, endologix was informed of a secondary procedure that was done to treat the patient's aorto-iliac occlusive disease, not the aaa. Patient was originally reported for bleeding event. The bleeding was from extravasation seen outside of the lumen of the aorta at the level of the ima. Patient was given 4 units of blood in recovery and during cuff procedure. Patient was doing well and is not expected to have any further complications related to this issue.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were unconfirmed reported evidence that supported the following case event. Clinical was not able to confirm the patient's endoleak 1a, the ruptured aorta, the secondary endovascular procedure-proximal cuff, hypotension, or the aggressive post dilation of the graft. This event included a patient injury. A clinical assessment was completed, but no medical information was made available. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The most likely cause of the loss of seal was the significant calcifications in the proximal seal zone, off label proximal neck diameter (too small) and off label use in a patient with aorto-iliac occlusive disease. Additionally, the 42 degree infrarenal angulation at the superior margin of the main body likely contributed to the event. Associated clinical harms for this event included: type ia endoleak, rupture, pain, hypotension, and secondary endovascular procedure. Clinical was unable to determine the cause of the rupture due to a lack of imaging and medical records, but it may be likely due to the reported aggressive ballooning of the graft at the index procedure (unintentional user error). The final patient disposition was reported to be doing well. A review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. Suspect medical device: remove reprocessor name and address. Suspect medical device: remove common device name, model, lot, and exp (change to aortic extension instead).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2017, a patient with aorto-iliac occlusive disease (aiod) and a calcified aorta was implanted with a afx bifurcated stent. During the procedure, the afx stent post dilated aggressively with 8mm kissing balloons initially, but was upsized to a 9mm kissing balloon. Upon completion of the procedure, the patient experienced a bleeding event, which dropped their hemoglobin and bp and patient was in pain upon awaking. Patient was admitted for a CT scan, and it was noted that the graft was not sealed and patient was actively bleeding. After re-intervention, patient procedure stabilized. The patient was ballooned with a reliant balloon, then a afx cuff extension added, and ballooned again. On (B)(6) 2017, it was determined that this case was done to treat the patient's aiod, and not aaa. Bleeding from the extravasation was seen outside of the lumen of the aorta at the level of the ima. Patient was given 4 units of blood in recovery and during cuff procedure. Patient was doing well in the morning and was not expected to have any further complications related to this issue.